Manufacturer narrative:
A user facility reported, "sterile cotton ball package was opened and counted; package says 5 cotton balls, but contents equaled 10 when counted by surgical tech and verified by circulating rn. The event and package information was sent to [redacted], materials manager." Deroyal industries, inc. Requested return of the product but it was unavailable to be returned. The work order was reviewed for lot number 61925744. No inventory was available to be inspected at the distribution facility. It was originally stated that a supplier corrective action request (scar) will be issued to the supplier, gd medical, however, it was realized that this was not an issue due a supplier therefore no scar was issued. A complaint to sales ratio was conducted from (B)(6) 2023 to (B)(6) 2025 and found to be 0.005%. Root cause: it was found that the employee that processed the work order placed too many cotton balls in the package. Corrective and preventive actions: the employees that processed this work order were re-trained to ensure proper understanding. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information is available.

Manufacturer narrative:
A user facility reported, "sterile cotton ball package was opened and counted; package says 5 cotton balls, but contents equaled 10 when counted by surgical tech and verified by circulating rn. The event and package information was sent to [redacted], materials manager." Deroyal industries, inc. Requested return of the product but it was unavailable to be returned. A supplier corrective action request (scar) will be issued to the supplier, gd medical. This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information is available.

Event description:
A user facility reported, "sterile cotton ball package was opened and counted; package says 5 cotton balls, but contents equaled 10 when counted by surgical tech and verified by circulating rn. The event and package information was sent to [redacted], materials manager."